Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), and glucose/carb intake. The customer reported a blood glucose value of 65 mg/dl and also had 419 mg/dl. The customer reported the following led up to the event that the customer was not doing anything unusual but the pt previously ate pop tarts and drank juice to treat her previous low blood glucose. The event involved product(s) mmt-1884, mmt-242a, mmt-7040a, mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported low blood glucose. The customer does not believe the pump was over-delivering. The customer reported high blood glucose. The customer does not feel ok to troubleshoot. The customer reports receiving a sensor updating /sg value not available alert. Advised to replace the sensor as behavior has been occurring longer than 3 hours. The customer reported a bent sensor (not a slight bend/curve). No further patient complications were reported. No product return was required for mmt-1884. No product return was required for mmt-242a. No product return was required for mmt-7040a. No product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.